Manufacturer narrative:
The reason for the revision reported might be due to prothesis wear and fracture of the glenoid component. Additionally, the revision could have been due to an insufficient bond between the glenoid component and bone and the humeral component and bone leading to aseptic (non-infected) loosening and/or the inclusion of the polyethylene in the packaging recall. However, this cannot be confirmed from the information provided. D10: (B)(6), 300-10-15 - equinoxe replicator plate 1.5mm o/s, (B)(6), 300-20-02 - equinox square torque define screw drive kit, (B)(6), 310-01-44 - equinoxe, humeral head short, 44mm (alpha).

Event description:
As reported, approximately 7.5 years post op the initial right total shoulder arthroplasty, the patient was revised due to the components being loose. Reason for the loosening is unknown. Surgeon removed components and replaced with anatomic hemi. Patient was last known to be in stable condition following the event. No other patient information/medical history.